Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, a piece of the universal seal fell inside the patient. The fragment was retrieved in the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The customer could not confirm that the accessory was inspected prior to use. The fragment was retrieved with a laparoscopic grasper. No additional surgical procedures were required to remove the fragment. There were no post operative tests like x-rays or ultrasounds. The procedure was completed robotically. There was no additional impact to the patient.